Event description:
It was reported that there was oversensing and noise seen on the lead. It was also reported that there is a possible lead fracture and a lead integrity alert was triggered. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered. 2 patient alerts for lead failure predictor occurred on (B)(6) 2011 13:27:19 and (B)(6) 2011 04:07:27. Sensing - interference/noise also occurred. Ventricular short interval count (v-sic) episodes of 7.4 counts avg/day, in 34.83 days, occurred between (B)(6) 2011 13:53:18 and (B)(6) 2011 09:51:01.